Event description:
Philips received a complaint on the tempus pro indicating that error message shows "forced to shutdown and restart". The complaint was escalated for technical investigation. After receiving device logs it is found that the tempus pro has laryngoscope error code er599. The unit then shut off at 02:04:36. An inadvertent software error has been detected as part of an internal production control activity for the tempus pro. The defect initially identified was traced by investigation and found to relate to an intermittent software error which can occur immediately after unplugging the video laryngoscope (part number: 8403xsb) from the usb port. The software error can then impact the ability of tempus pro to continue monitoring the patient after unplugging the video laryngoscope. The software error is only present on tempus pro devices with trizeps 7 hardware. Rdt has a software update to resolve this potential issue. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation.